Manufacturer narrative:
Complaint no: (B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set does not have a firm connection with a titanium adapter. The transfer set was changed out to resolve this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passage test and clamp function test. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.